Event description:
Procedure type: acl replacement. According to the reporter: the problem was that the tibial implant, subluxed into the joint space and when the pt kneeled the tip of the implant broke off causing pain and some damage to cartilage. An operation was needed to remove the broken piece of implant. During the operation, it was found that there was damage to the lower trochlear groove. Nothing was done to correct this condition, as the damage was too low for any serious effects to the pt.